Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided revealing that the carotid access had not been imaged or included. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force and frame damage) are captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, step-by-step instructions on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to the sheath hub. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to the unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the 14fr esheath + split as the crimped valve tracked through the sheath. The tear appeared to be caused by the leading edge of the stent frame that went through the sheath in a curved (but not overly tortuous) section of the vessel. A couple of stent tines were bent". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". The 3mensio imagery received did not include any information on the carotid access vessels of the patient; however, as reported, the event occurred in a curved section of the vasculature. The presence of tortuosity, and/or steep insertion angle due to curvature, can create a challenging pathway during delivery system advancement, leading to resistance. It is possible that difficulty was encountered during delivery system advancement necessitating additional manipulation from the user to overcome the resistance. So, if excessive force was applied to manipulate the device, it could have led to the valve struts interacting with the sheath shaft, resulting in bent valve struts and liner tear, as reported. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.

Manufacturer narrative:
The investigation is ongoing. Device will not be returned.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via carotid approach, the 14fr esheath + split as the crimped valve tracked through the sheath. The leading edge of the stent went through the sheath. The tear appeared to be caused by the leading edge of the stent frame that went through the sheath in a curved (but not overly tortuous) section of the vessel. A couple of stent tines were bent. The operator removed the device with the sheath. Replaced for a 16f e-sheath, prepped a new sapien 3 ultra 26mm device, and proceeded with the case successfully. There was no damage to the carotid artery.